Event description:
The account stated that cell-dyn 1700 analyzer is generating erratic results when compared to the results on the 3700 analyzer at a reference lab. The account provided the following results; cd1700, cd 3700, wbc 14500, 9600, rbc 527000,0 5340000, hgb 12.6 11.6 plt 141,000, 436,000, there was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: 10ml diluent syringe. On (B)(6) 2009, a customer at (B)(6) in (B)(6) reported discrepant results generated with the cell-dyn 1700 instrument in comparison to a cell-dyn 3700 instrument from the reference lab. The customer reported discrepancy with wbc, rbc, hgb, and plt parameters. The customer reported that the results generated with the cell-dyn 1700 instrument sometimes matched the results generated with the cell-dyn 3700. The customer technical advocate instructed the customer to check all syringes. The customer noticed that the 10 ml diluent syringe was leaking severely; there was no problem with the other syringes. The customer was instructed to change the 10 ml diluent syringe and perform calibration. The customer agreed to change the 10 ml diluent syringe first and then compare results with the hospitals instrument before performing calibration on the cell-dyn 1700 instrument. On (B)(6) 2009 the customer replaced the 10 ml diluent syringe and performed autoclean with bleach. The customer was instructed to check the specimen results after running background on the cell-dyn 1700 instrument. The customer reported that the data matched with the results of the reference lab. The issue was resolved by changing the 10 ml diluent syringe and performing autocleaning with bleach on the instrument. No further investigation was required. The cell-dyn 1700 system operators manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance, non-scheduled maintenance procedures, pages 9-30 through 9-31, provide instructions for replacement of the 10 ml diluent syringe. Based on the investigation, no product issue was identified for the cell-dyn 1700 for the reported event. This is the final report.